Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 76043501. The expiration date was requested but not provided. The alp2s reagent lot number and the expiration date were requested but not provided. The investigation reviewed the cholesterol gen.2 calibration performed on 30-apr-2024. The results were within specifications. The investigation reviewed the cholesterol gen.2 qc recoveries from (B)(6) 2024 to (B)(6)2024. The recoveries of both levels 1 and 2 were within the +/-2 standard deviation (sd) range. The investigation ruled out a general reagent issue since calibration and qc data are acceptable the investigation reviewed the alarm trace and message. The alarm trace showed several "no fluid detected" and "not enough fluid detected" alarms. The message log showed continuous cuvette buffer slide errors; there were no error messages on the day of the event. The field service engineer (fse) inspected the analyzer and found the wash station broken. He then replaced this part. He performed a pipetting accuracy check for the systems with acceptable results. He also replaced the cuvette bowl. The investigation determined the event was consistent with the broken wash stations.

Event description:
The initial reporter received questionable chol hico gen.2 (chol2) assay and alkaline phosphatase alp2s assay results from three patient samples tested on the cobas integra 400 plus. The reporter was able to provide the following examples of discrepant results: the initial cholesterol gen.2 results were not reported outside of the laboratory as they usually repeat results >7mmol/l. Sample no. 571581465 the initial cholesterol gen.2 result was 10.53 mmol/l. The first repeat result was 5.09 mmol/l. This result was reported. The second repeat result on "autolab" was 5.4 mmol/l. The initial alp2s result was 171 u/l. The repeat result was 101 u/l. Sample no. (B)(6). The initial cholesterol gen.2 result was 10.75 mmol/l. The first repeat result was 5.42 mmol/l. This result was reported. The second repeat result was 5.36 mmol/l. The third repeat result on "autolab" was 5.8 mmol/l.